Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed to convert the patient's rhythm during a defibrillation threshold (dft) test. Technical services (ts) was consulted and reviewed storted data. There was a delay in tachycardia detection and review of data revealed undersensing that resulted in delay of therapy delivery, with the patient needing to be externally converted. Ultimately, the patient's tachycardia ended but it was undetermined if it was due to the external shock or the shock delivered by the s-ICD system. Fluoroscopy and x-ray imaging was performed showed some system migration. The s-ICD system was explanted and a new transvenous system was implanted to ensure therapy delivery. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: initial reporter state field (e1) in section e, initial reporter.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed to convert the patients rhythm during a defibrillation threshold (dft) test. Technical services (ts) was consulted and reviewed stored data. There was a delay in tachycardia detection and review of data revealed undersensing that resulted in delay of therapy delivery, with the patient needing to be externally converted. Ultimately, the patients tachycardia ended but it was undetermined if it was due to the external shock or the shock delivered by the s-ICD system. Fluoroscopy and x-ray imaging was performed showed some system migration. The s-ICD system was explanted and a new transvenous system was implanted to ensure therapy delivery. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: initial reporter state field (e1) in section e, initial reporter. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed to convert the patients rhythm during a defibrillation threshold (dft) test. Technical services (ts) was consulted and reviewed stored data. There was a delay in tachycardia detection and review of data revealed undersensing that resulted in delay of therapy delivery, with the patient needing to be externally converted. Ultimately, the patients tachycardia ended but it was undetermined if it was due to the external shock or the shock delivered by the s-ICD system. Fluoroscopy and x-ray imaging was performed showed some system migration. The s-ICD system was explanted and a new transvenous system was implanted to ensure therapy delivery. No additional adverse patient effects were reported. The device has been returned and analyzed.